Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced loss of stimulation due to impedances. As a result, surgical intervention occurred wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported impedance issue (dysfunction of stimulation) was not confirmed. Analysis of the returned ipg found that it had no physical anomalies, it passed all functional testing on the ate, which specifically tests for header integrity through a process of 55 iterations of lead impedance testing and calculation, and it communicated with all lab utilities. A mechanical lead fitment was performed, along with a setscrew mechanical engagement test; all resulted in normal operation.

Manufacturer narrative:
Correction: manufacturing reference number 1627487-2022-05871 should not have been reported as a medical device report (MDR) after additional information received confirmed normal device characteristics and thus no longer reportable.

Event description:
Additional information received indicated that analysis findings confirmed the ipg exhibited normal device characteristics.